Event description:
During the closure of the patient¿s abdominal surgery, the ethicon-surgery linear cutter misfired during use. No injury from product. Diagnosis: ileostomy; dates of use: (B)(6) 2019.